Event description:
The complainant reported that (B)(6) old female patient with chest pain was being treated in the hospital's ICU. The patient went into ventricular fibrillation, and was then cardioverted once into a normal sinus rhythm. The patient was then taken to the ccl, where it was revealed that the patient had lm, lad, cx stenosis with rca gone. The patient also had an injection fraction of 20%. The patient and family requested a pci be attempted. The physician implanted the impella cp prophylactically, and reported that the insertion was smooth and the impella support was "phenomenal" throughout the case. During the impella support the lad into the lm was stented, the cx was ballooned and left alone as it closed off. The clinicians transitioned to the repositioning sheath after fully removing oscor from patient and peeling it away, as ot was planned to leave the impella in for 1 day. After 5 minutes, a hematoma was noticed. The heparin was reversed, but the hematoma was growing and the patient was bleeding from the mouth. The act's were noted to be at 1.5 to 2 times the recommended levels. The surgeon noted damage to the artery, and surgical wound closure was performed. The source of the bleeding from patient's gum was not determined, but conjectured to be the result of the patient potentially being a "gum bleeder". No gum treatment was performed. No replacement blood products were needed for the patient. Once the surgical wound was closed, the bleeding was stopped. The physician reported that at the start of the case it was not fully expected that the patient would survive the procedure, but he was very pleased with the support. He further stated that it was an overall positive experience, and patient survived a very difficult procedure.

Manufacturer narrative:
Neither the 0.018 guidewire or impella pump were returned for evaluation. The complainant reported that the guidewire was discarded subsequent to use. The root cause of this event of a hematoma at the insertion site requiring surgical intervention and removal of the impella cp, is unable to be determined without the impella pump or introducer. (B)(4).